Event description:
Healthcare professional reported that patient was injected with juvéderm ultra® xc in upper lip. At the time of the injection, patient developed swelling and bruising. Patient advised to return the following morning. The next day, the capillary refill was assessed and pale patch of skin above left upper lip. Patient 's filler was then dissolved with 1500u hyalase® in 3ml normal saline. The area was then massaged and blood flow slightly returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.